Event description:
It was reported that during follow-up, high, out of range, pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. Patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.